Event description:
Patient took their blood sugar at home and got a reading of 599 mg/dl. They were taken to the hospital where a reading of 76 mg/dl was obtained. The customer insisted that they wanted a new meter. During the trouble shooting process, it was learned that the optical guide was not clean and it had blood spots on it. A request was made to return the meter for evaluation, and in the meantime a replacement unit was sent. In followup discussions with the patient's family member, it was learned that the patient had been given 40 units of insulin after the initial high reading, and that 6-7 hours had elapsed before the lower reading was obtained. When the meter is returned by the customer, an evaluation of the unit will be performed.